Event description:
Caller reported tandem mobi cartridge alarm during the load process and experienced a tandem mobi not enough insulin alarm twice when attempting to load the pump without a cartridge. There was no adverse impact to the customer's blood glucose level, confirmed to be below 500 mg/dl. Customer reverted to using mdi as backup therapy and received a replacement pump and cartridge from technical support, who provided storage instructions and coordinated the return of the problematic pump.